Event description:
It was reported that during shoulder surgery, the insulation was peeling off the shaft of the probe and into the patient's shoulder. The surgeon used a grasper to retrieve the piece from the patient. There was a five minute delay to the procedure. No patient injury was noted.